Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an atypical low power alarm could not be confirmed through this evaluation. Data on 19mar2025 to 20mar2025 was reviewed. The controller event log file did not capture any atypical alarm while connected to the mobile power unit within the time frame. Potentially the event could have been overwritten with newer events. Additional information reported a root cause of the alarm could not be determined. It was reported mobile power unit (serial # (B)(6)) was not exchanged and will not be returned. A root cause of the reported atypical low power alarm could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient was seen for a routine clinic visit today. During the visit the patient mentioned recently hearing (3x in the last month), low voltage alarms while connected to their mobile power unit (mpu) in the middle of the night. The patient's system controller and mpu were thoroughly visually inspected and cords were manipulated, but they were unable to replicate the alarm. The patient reported being in deep sleep when this has happened so they were unable to confirm if there were power outages/wind/storms contributing externally. Patient stated that they sleep on their back and the alarm goes away when they reposition. Log files were sent for review, and they captured some pulsatility index (pi) events. Otherwise, the log file captured routine events. There were no adverse alarm conditions or parameter changes. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose from the wall outlet or from the back of the unit, per the patient. There were no environmental circumstances affecting ac power at the time of the event, but the patient stated they were a very deep sleeper and wasn't aware when the event was happening. The mpu was not removed from service as the information from the interrogation was that the equipment was performing as expected and no damage could be seen. The reason for the low voltages was not determined, and the patient was still reporting seeing alarms.